Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e batch: 24036117. Description: caller called on behalf of her daughter to report a defective prefilled sterile water syringe for winrevair. During preparation, patient attached the prefilled water syringe to the vial adapter on the winrevair vial but was unable to push any of the water into the vial. Caller stated that she "heard that this has been an ongoing issue with many other people too" (see pqc case # (B)(4) for documentation of the multiple patients). No defects or damages noticed to any of the contents of the kit. Patient missed her dose on (B)(6) 2025. Caller sent photos and also hold the product for retrieval. See cr case # (B)(4). Patient attached the prefilled water syringe to the adapter on the winrevair vial but was unable to push any water into the vial. Resistance was felt when pushing down the plunger and nothing was able to be pushed into the vial. No damages or defects noticed with the contents within the kit.

Manufacturer narrative:
No product and one photo was returned by the customer, of material 2203e, lot 24036117. Examination of the photo provided does not show the failure reported. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smartsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.